Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed proximal conductor was fractured at 47.5 centimeters; svc defib conductor was fractured at 30 centimeters and rv defib conductor was fractured at 35 centimeter; damage at implant noted. Additionally, the outer insulation was torn at various locations.

Event description:
It was reported, during an implant procedure, the proximal svc coil appeared to unravel under fluoroscopy. Patient's anatomy was described as tortuous. Consequently, this lead was removed and replaced with another same brand lead. The physician upsized to a 10.5fr sheath 13cm and the replaced lead was implanted without incident.